Event description:
It was reported that during remote follow up, noise resulting in oversensing was noted on the device. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.